Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the rewind step of their pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of motors alarms or warnings. The battery compartment was found to be cracked above the grip pad. A test battery cap was unable to properly secure to the pump to maintain an electrical connection for testing. The keypad was found to be totally unresponsive. The keypad cover was opened and contamination was observed under the button contacts. The original complaint of a motor issue was unable to be investigated. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation code: results codes (B)(4).